Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer track was failed. A field service engineer (fse) connected with the customer and confirmed that no drawers had failed on the reported station. The customer mentioned that the drawer was hard to open, possibly due to a rail issue. After a follow-up call, it was confirmed that the customer had checked the station and did not find any issues with the drawer. The system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not open properly and it needs to be repaired. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.